Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. The next day, peri procedural troponin rise (mi related to non target vessel) was reported. The investigator assessed the event as not related to the index device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Additional information: the peri procedural troponin rise resolved without any treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec commented new ECG change consistent with ischemia and adjudicated mi as non q-wave mi (tv), 3rd udmi peri pci, prox lad. Sponsor assessed the event as not related to the device or antiplatelet medication. If information is provided in the future, a supplemental report will be issued.